Event description:
Information received indicates the scale exit alarm will not stop alarming due to corrosion on the scale board.

Manufacturer narrative:
The technician replaced the scale board and recalibrated the scale to repair the bed.